Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the device with the anchor still attached. A small crack can be seen near the distal end of the anchor. A visual inspection of the returned device found that the device was returned outside of its original packaging. The anchor has not been deployed. A small crack can be seen just above the suture window in the anchor, and it is slightly bent. There is debris on the distal end of the shaft and in the threads of the anchor. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Per the complaint details, the twinfix anchor tip did not crack inside of the patient. Based on the information provided, the procedure was successfully completed without a significant delay using a back-up device. Since there was no patient injury or other complications reported; no further clinical/medical assessment is warranted at this time. Should any additional relevant medical documentation be provided, this complaint will be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the during a rotator cuff suture surgery, the twinfix anchor tip cracked. It did not crack inside the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.